Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined. The reported difficulty to remove appears to be related to operational context of the procedure as the undeflated balloon likely interacted with the guide catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous right coronary artery that is 80% stenosed. The 3.5x15mm multi-link 8 stent was deployed; however, when attempting to deflate the balloon on the delivery system it failed. The balloon with all other devices including the guiding catheter were removed as one unit as resistance was felt when attempting to remove the delivery system with the guiding catheter. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.